Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, during a percutaneous transhepatic gallbladder drainage procedure, the stiffening cannula of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter could not be removed from the catheter portion of the device. The catheter and the cannula had been advanced together into the desired lesion over another manufacturer's wire guide. The wire guide was then removed from the patient, and it was upon the subsequent attempt to remove the stiffening cannula that the product problem was encountered. The wire guide was ultimately reinserted into the patient, the combined stiffening cannula and catheter were removed from the patient, and another device was used to complete the procedure with no further issues reported. No patient adverse events or additional procedures were reported. The complaint device has been received for evaluation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
Blank fields on this form indicate the information is previously submitted, unknown, or unavailable. Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. One ult7.0-35-25-p-5s-cldm-wf-hc catheter, lot number 8168073, was returned in a used condition with the stiffening cannula fully inserted. During tabletop testing, the stiffening cannula was removed from the catheter with difficulty. Upon removing the stiffener, damage was present on the stiffener 12cm, 13cm, 28cm, and 29cm from the front hub. The device was confirmed to be within cook's manufacturing specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We have also notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.